Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The device broke off in the patient between the plastic part and hub. The device was removed from the patient using tweezers. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.